Event description:
It was reported that an atrial leadless pacemaker (lp) was unable to go into long tether mode with the delivery catheter. Device was also unable to be redocked on the catheter. The device was extracted along with the catheter, since they were still attached together. A whole new implant system was used to complete the procedure. Patient was stable and symptomatic.

Manufacturer narrative:
The reported events of separation failure and connection problem were not confirmed. Visual, mechanical, and longevity analyses were normal with no anomalies found. Helix length and inner diameter of the device docking button were both within specification.

Manufacturer narrative:
Correction - h11: the reported events of separation failure and connection problem were not confirmed. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual, mechanical, and longevity analyses were normal with no anomalies found. Helix length and inner diameter of the device docking button were both within specification.